Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device would not deliver defibrillation energy to a patient. The patient was reportedly in a ventricular tachycardia rhythm and was in need of a defibrillation shock. A back up device was used with a minimal delay. The patient survived the reported event. The customer did not provide any additional information regarding the reported event.